Event description:
The patient received two leads with the same lot number. The patient reported he experienced multiple falls after implant and reprogramming was unsuccessful. Surgical intervention was undertaken on (B)(6) 2014 due to ineffective stimulation,.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.